Event description:
It was reported a patient presented to the emergency room with bradycardia. The right ventricular (rv) lead presented with noise and myopotential oversensing. High capture thresholds, r-wave amplitude variation, and varying low voltage impedance were also noted. The lead was revised in a procedure on (B)(6) 2025. The patient was stable.